Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates : on (B)(6) 2010: tgt3420/7619322, tgt3420/7539174, pxl161207/06755216. (B)(4).

Event description:
On an unknown date, this patient underwent surgical replacement of the aortic root, ascending aorta, aortic arch and proximal descending aorta to repair an aortic dissection. Post-operatively, the dissection extended from the distal anastomosis to the left iliac artery, and the thoracoabdominal aorta became aneurismal. On (B)(6) 2010, a bypass procedure involving the celiac, superior mesenteric, and both renal arteries was performed. On (B)(6) 2010, the patient underwent an endovascular procedure to repair the dissection. Three gore tag thoracic endoprostheses (proximal: tgt3420/7619324, middle: tgt3420/7619322, distal: tgt3420/7539174) were implanted to repair the dissected thoracoabdominal aortic aneurysm, and abdominal stent graft of another manufacturer was implanted to repair the rest of the aortic dissection. A gore excluder aaa endoprosthesis iliac extender component (pxl161207/06755216) was also implanted to extend the left leg of the abdominal component. The proximal neck of the abdominal component was placed within the most distal tag device. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up imaging revealed a type iii endoleak (detail unknown), and the physician elected to monitor the patient. During the follow-up the patient showed allergic reaction to contrast medium, and was treated with steroid. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, during three month follow-up, it was confirmed that the allergic reaction was resolved. As non-contrast CT images were taken, it was unknown if the endoleak persisted. No aneurysm enlargement was reported. During subsequent follow-ups, non-contrast CT images were taken therefore it was unknown if the endoleak persisted. No aneurysm enlargement was reported. On (B)(6) 2015, infection of the devices was identified. Total gastrectomy was performed to treat the infection. On (B)(6) 2015, the patient expired due to the infection of the devices. Further information has been requested.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. Additional information received: cause of the infection was gastroduodenal fistula and aortoduodenal fistula. The infection was reportedly not device or procedure related. All stent grafts (tag, abdominal device, and pxl) were infected. Initially the physician suspected aortogastric fistula, therefore total gastrectomy was performed on (B)(6) 2015. However, post-op the patient also developed aortoduodenal fistula. The patient's condition was poor when the infection was identified. No further additional procedure was planned to repair the infection, and the patient was treated with antibiotics (detail of the antibiotics unknown). The cause of the death was the aortic fistulas. No autopsy was performed.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.